Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt206 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt206 adult inspiratory heated breathing circuit did not heat up. The hospital also reported that the humidifier gave a heater wire alarm. No pt consequence was reported.